Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name-(B)(6). Gas loss alarms occurred,esp personnel explained the different clinical reasons for the alarm which he was also mostly aware also reassured that this unit was handling the alarms appropriately and that hei would reach out to his local tm to discuss further.

Event description:
User called into emergency support program line to request and report issue during use intra aortic balloon (iab) had gas loss. There was no harm or injury reported.